Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The stealth coronary orbital atherectomy device (oad) perforated the right coronary during attempted treatment of a type c lesion in the right coronary artery, which was 2.0mm in diameter and 99% stenotic. Covered stents were placed to address the perforation, and the patient stabilized. The patient later coded and expired despite administration of life-saving measures. The opinion of the physician is that the oad caused the perforation but did not cause the patient's death. The cause of death was reportedly occlusion of the conus and right ventricular arteries during stent placement.